Event description:
It was reported that the customer's bg value displayed as "low"; however, specific value was not provided. Cause of low bg was unknown. Customer consumed carbohydrates to address bg. The customer then declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.